Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate 3 lvas could not conclusively be determined through this evaluation. The submitted log file contained data from 14jul2019 through 16jul2019. The log file contained 79 low flow events when the estimated flow dropped below a threshold of 2.5 lpm. 7 of these events lasted long enough to trigger low flow alarms. Despite the low flow events, the pump operated above the low speed limit for the duration of the log file. Additional information was provided stating the patient had major bleeding. The patient came into the ER dizzy after a fall. CT results showed large right sided subdural hemorrhage with no associated fracture. It was also reported the patient had a major infection as urine and blood cultures came back positive. The patient was treated with parental antibiotics. It was later reported this was a urinary tract infection. It was reported the fall was not device related and no cause for the low flows was identified. It was unknown is the patient had symptoms due to low flows as they had altered mental status due to subdural hemorrhage. It was later reported the patient had a craniotomy to evacuate the subdural hematoma and the patient had been intubated. It was also reported the patient suffered from respiratory failure. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists bleeding, stroke, respiratory failure and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. This IFU also provides information regarding how to prevent infection. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists bleeding, stroke, respiratory failure and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended inr values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11).care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had low flow events on (B)(6) 2019, which occurred when pulsatility index was elevated. Additionally, there was a no external power event on (B)(6) 2019 that appeared to be caused by the patient switching power sources. The low flow events appeared to be patient related and not caused by the equipment. It was reported that the patient went to the emergency room (ER) dizzy after a fall. A computerized tomography showed a large right sided subdural hemorrhage with no associated fracture. It was also reported that the patient had urine and blood cultures come back positive. Patient was hospitalized and given parenteral antibiotics. It was also reported that the patient had positive urine cultures and had a urinary tract infection (uti). The fall was not considered to be device related. The cause of the alarms was unable to be identified. The patient's symptoms before the fall were not obtained since they had an altered mental status due to the subdural hemorrhage but was hospitalized as a result. It was reported that when the patient experienced the fall, patient became unresponsive and was in respiratory failure requiring that the patient be intubated. Patient had a craniotomy to evacuate subdural hematoma. This was related to the fall and not the device.